Event description:
Boston scientific received information that a red alert was generated for this system due to a shocking impedance measurement greater than 125 ohms. A review of the device data noted the measurements were extremely unusual, showing normal measurements, then an increase, them back down to normal and the pattern keeps repeating. This patient is incarcerated and the prison guards began using new radios with radio frequency (rf) around the time the measurements began to increase. Additionally, the patient did say that when he got to the prison he was in a fight and was hit over the device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A revision procedure was subsequently performed and when the pocket was opened, a gentle tug on lead was performed and the lead came out of the device header. The lead was reinserted into the device and normal results were observed. No other adverse events have been reported. This product issue will be updated if additional details are received.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the use of the radios and potential electromagnetic interference (emi). The consultant stated the patient should be evaluated in the clinic by performing isometrics and pocket manipulation with the radio in use. A boston scientific representative performed isometrics on the patient and normal impedance measurements were observed to be steady and in the 70 ohm range. Additionally, a radio was put near the device and no issues were noted. The consultant instructed the representative to perform a patient initiated interrogation (pii) and most of the measurements from this month are out of range. The consultant is highly suspicious that this is not emi. The consultant suggested 1.1j shock delivery to ensure lead integrity. The representative will discuss the clinical observations with the physician. This product issue will be re-evaluated if additional details are received.